Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose level. The customer's blood glucose value was 500 mg/dl at the time of the incident. The customer was using the insulin pump within 48 hours of the high blood glucose event. He was treated with manual injections. The other blood glucose level of the customer was noted as 389 mg/dl. It was reported that he had scarred tissues. The customer was assisted with troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to detached end cap. (B)(4).